Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. To address the bg level, the customer would change out the pump supplies, administer an insulin injection or deliver a bolus of insulin. The customer was working with a diabetes team to address the cause of the high bg.